Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 489 mg/dl. While wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. At the hospital, the patient was placed on an intravenous therapy of fluids and diagnostic testing were preformed. The patient was released a few hours later and the pod was removed at the hospital.